Manufacturer narrative:
Per symptom code (out of box failure) there were no completed treatments prior to receiving the cycler. The reported symptom (fluid leaking) was not confirmed with testing. The reported symptom (air detected in cassette warning) was not confirmed with testing. The reported symptom (power fail recovery failed) was not confirmed with testing. An external visual inspection showed no signs of physical damage. Treatment passed. During the treatment the cycler was turned off then on again to perform a power fail recovery. The power fail recovery performed as intended, and the cycler continued its treatment. Patient sensor calibration passed. Voltage check passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed fluid could not be determined. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported during troubleshooting of an alarm that a fluid leak was observed when removing the liberty cycler cassette from within the cassette the door. The patient was in drain 4 of 4 and had so far drained out 281 ml out of expected 2000 ml when the cycler messaged with air detected in cassette. The patient was advised to discontinue use of the liberty select and to contact the clinic nurse. Additional information was solicited. The liberty select was replaced.